Event description:
The facility reported a fail code 570 during customer use with no patient involvelment. Information was not provided regarding whether or not the failure occurred during an infusion. No additional information is known.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.